Event description:
The customer reported that the workstation had no power, thus would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse for the monitor power supply was replaced. The system was tested and found to be working as intended and put back into service.